Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device due to oversensing of cautery during a surgery procedure. It was also reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing short v-v intervals and non-sustained tachycardia episodes during the surgery. The alert was turned off and vf detections were reset. The device and lead remain in use. No further patient complications have been reported as a result of this event.